Event description:
The guide wire was positioned in the distal diagonal 1 and the vessel went into a spasm. The guide wire was pulled in an attmept to remove it and the coil came off and stuck in the vessel. As a result, the patient was sent to emergency surgery to remove the remaining portion of the guide wire.